Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that one day post implant, there was intermittent capture, programming/telemetry difficulty, and decreased r-waves. It was further reported that the threshold increased and that the ventricular lead is "not doing great right now". The analyzer showed a lead threshold of 0.3 v, therefore, the device was explanted and replaced and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that one day post implant, there was intermittent capture, programming/telemetry difficulty, and decreased r-waves. It was further reported that the threshold increased and that the ventricular lead is "not doing great right now". The analyzer showed threshold of 0.3 v. The device was explanted and replaced and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.